Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had been frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and the explanted device was disposed by the facility. There were no reported complications postoperatively.